Event description:
This device was explanted due to it being end-of-life and was replaced with a competitor's device. There were no adverse pt effects reported. This is all of the info that is available to us. If add'l info becomes available, this event will be updated.